Event description:
The user facility reports one incident of a leak in the pump segment tubing. It is not known how long into treatment the incident occurred. Blood in the extracorporeal circuit was discarded resulting in ebl = 172cc.